Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently losing power and the battery life was not lasting as long as expected. It was reported that the power loss seemed to occur when the pump warned that it was not primed. New batteries were used with every battery change and no damage was observed to the battery cap or compartment. During troubleshooting, the reporter was advised to change the battery cap accordingly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.